Event description:
It was reported that the customer experienced an increasing frequency of occlusion issues with their mobi pump. Despite implementing suggestions from clinical support, the occlusion problems persisted and a replacement pump was sent to the customer to resolve the issue.